Event description:
During service by baxter, the infusion pump's air-in-line printed circuit board was found to be out of specification. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the condition of air-in-line printed circuit board out of specification was confirmed. The air-in-line printed circuit board was recalibrated and the pump was returned to the customer fully operational.